Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and cervical/neck pain. It was reported that the patient called in and stated that their stimulator didn¿t seem like it was working. They stated they checked with their patient programmer and they got the warning screen to charge their ins. Their ins battery was depleted. The patient stated that they charged the ins on saturday and they usually only charge every saturday. The patient stated had not recently been reprogrammed or switched groups and had not recently had the need to increase parameters. After patient services reviewed how programmed parameters affect the recharge interval the patient stated that the last time they charged they felt it got really strong so maybe they accidently increased the stimulation. The patient stated that they charge their ins to 100 percent full. Best recharge practices were reviewed and it was recommended that the they charge their ins to 100 percent to increase the time between charges the patient stated that they were going to monitor it for the next week or two and if it continued they would follow-up with their doctor. No symptoms were reported. The issue of the patient¿s stimulation not working and the ins depleting faster than it should occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on (B)(6) 2018 reporting that the consumer assumed the ins depleted faster because the level had been adjusted. It was confirmed that the cause was the stimulation level being increased. There were no further actions taken to resolve the event. The issue of depletion rate had resolved. The cause of feeling stimulation really strong was unknown. No further complications were reported.